Manufacturer narrative:
Product eval. The investigation is in progress. A sample is expected, but has not yet been received for eval. Root cause: a root cause has not been identified. (B)(4).

Event description:
A customer reported fluid leaking from the tubing connected to the cassette. The product was exchanged to conclude the procedure without harm or injury to the pt.